Event description:
Attorney alleges plaintiff has sustained injuries by virtue of the implants in her body. The injuries sustained by plaintiff include, but are not limited to, some or all of the following: severe damage to her immune system, a wide range of autoimmune diseases and symptoms associated with autoimmune diseases, injuries to her joints, connective tissue and skin, injuries to her primary organs, ruptures, contracture, breast hardening, scarring, deformities, disfigurement, bleeding, leakage and migration of silicone into her bodily systems, tissues and organs, cancer, infection, supplemental surgeries, partial or total disability, pain and suffering, mental and physical anguish, memory loss, chronic fatigue and severe emotional distress and depession.